Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the hospital upon hearing tones from their device. High out-of-range shock impedance measurements were observed upon interrogation of the device. An x-ray was performed confirming the electrode was not fully inserted. A revision procedure was performed wherein the electrode was reconnected and confirmed fully inserted. No adverse patient effects were reported.